Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions) h11. Getinge field service engineer (fse) reported checked battery voltage and state of health, all were normal. Fse checked if the cardiosave is able to switch to ac from battery operation (passed the test). There were no parts replaced. The device passed all performance and safety tests according to factory specifications. The device was returned to customer and cleared for clinical use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involvement.